Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was advised to continue using the pump. The caller was also instructed to call back if the malfunction code recurred, which did not happen after the reset.